Manufacturer narrative:
Date of event: unknown, not provided. If explanted, give date: unknown, information not provided. It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts were made to obtain missing information, but to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 22.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2016. It was later explanted due to halos and glare and the explanted lens was discarded. There was no incision enlargement, vitrectomy, or sutures used. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.